Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide model: 18320 18296-eng-aw rev b 06/18 blood glucose readings chapter 4 / page 56 warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176 hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose values reached 616 mg/dl, when they arrived at the hospital. The patient removed the pod and activated a new pod at the hospital. The pod was also discarded. For treatment, the patient was put on a intravenous (IV) insulin drip, which is information from a previous call regarding this event. The ketones were checked and were large. No further details were given.